Event description:
Healthcare professional reported injecting a patient in the left cheek with 2 cc of skinvive¿ by juvéderm®. The following day, the patient experienced a ¿blister" and a ¿presumptive reaction of necrosis¿ at the middle upper part of the left cheek. Two days later, the patient was treated with 1 vial of hyaluronidase 1500 iu, antibiotics, and an oral steroid prescription. Two days later, the patient was treated with another vial of hyaluronidase 1500 iu. Event is ongoing, with ¿redness¿ and blisters¿ disappearing.

Manufacturer narrative:
Clarification to e.1. Address 1: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.